Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that the device experienced technical failure 542 "scaled ventilation sensor value out of range". No patient involvement was reported.